Event description:
The needles are not locking fully onto the syringes, which leads to an incident that while the practician was injecting blood into a bag of saline, the needle disconnectedfrom the syringe, and the blood squirted all over the patient and the practician. The needles are not locking fully onto the syringes when we are using them. I had an incident where I pulled blood into a 30cc syringe and went to attach one of these 18g x 1" needles onto to inject into a bag of saline, the needle was not lockingfully onto the syringe and when I pushed the plunger the needle disconnected from the syringe, the needle was still suck in the bag and blood squirted all over thepatient, all over me including my face and all over the room.

Manufacturer narrative:
Upon receiving feedback from the customer stating, "a customer complained that the injection needle was not completely fixed onto the syringe, leading to an incident: when the doctor injected blood into a bag of saline solution, the needle detached from the syringe, and blood splashed onto the patient and doctor," our company immediately organized a quality control and production team to investigate and analyze the situation. The details are as follows: 1. Retesting of retained samples: on (B)(6) 2023, we tested 10 retained samples from batch number ckda12-02, model: 18gx1". Using simulated clinical conditions, we connected them to both luer-lock and slip-tip syringes. During the tests, no leaks occurred at the connection point when the needle tip was blocked (as shown in the attached videos 1 and 2). We also tested the separation force according to iso594-2 standards using a 6% (luer) cone connector (as detailed in the attachment). All results were compliant (testing equipment: 6% (luer) cone multifunction tester, tester: chen liuxiang). 2. Retesting of returned samples: on (B)(6) 2024, we received 15 unopened injection needles from the customer, batch number ckda12-02, model: 18gx1" (as shown in the attachment). We tested five of these samples by connecting them to both luer-lock and slip-tip syringes under simulated clinical conditions (as shown in attached videos 3 and 4). We also performed the separation force test according to iso594-2 standards using a 6% (luer) cone connector (as detailed in the attachment). No abnormal leaks were detected (testing equipment: 6% (luer) cone multifunction tester, tester: chein liuxiang). Based on the investigation of the retained and returned samples, no abnormalities were found in either set of samples. Our preliminary analysis suggests that the leakage may have been caused by improper assembly by the user. We recommend that the customer provide the specific leaking sample or details of the actual usage process for further investigation.